Event description:
While using the applied medical, kii fios, first entry, 5 x 100mm trocar, the scopes (0 & 45 degree) were very difficult to pass through the 5mm trocar. FDA safety report ID# (B)(4).